Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fourteen years and six months post deployment, a computed tomography of abdomen and pelvis showed the filter was aligned with the long axis of the inferior vena cava with one fractured strut along outside posterior inferior vena cava wall. Therefore, the investigation is confirmed for filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 10/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis. Approximately fourteen years and six months post filter deployment, it was alleged that the filter strut detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.